Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found physical damage to the cow catcher and all connector pins, unable to continue with functional testing or check led/loss communication anomalies. In summary, the customer complaint of transmitter led not flashing and loss communication anomaly could not be confirmed due to transmitter being damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated they received a change sensor alert after five days. The customer also reported that the transmitter would not connect to the pump to start a new sensor, and stated that the led light did not blink when the transmitter was connected to the tester. The customer had experienced bleeding. The event involved product(s) mmt-7841zn, and mmt-7040a. Troubleshooting was performed for the change sensor, and the customer run a test on transmitter. Troubleshooting was performed for the transmitter failed tester procedure. Tester procedure for transmitter, and the customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. Troubleshooting was performed for the site issues, and the customer reported blood at site. No further patient complications were reported. No product return is required for mmt-7040a. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.